Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 125 mg/dl. Replacement product is being sent.